Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The reported failure was solved by replacing the expiratory pressure transducer tube due to that it was broken. If the expiratory pressure transducer tubes were not connected properly to the pressure transducer or if the o-ring inside the pressure transducer were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. Moreover, the gas might leak from the end of the expiratory pressure transducer tubes or from under the tower of the pressure transducer which will lead to incorrect measurements and will fail in the pressure transducer test. The root cause has not been established, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturers ref: # (B)(4).